Event description:
Received notice from hospital that patient had left knee surgery for osteochondral graft and suffered a significant frostbite injury. Patient had dressing of xeroform, 4x4's, abds, sterile webril, sterile cover for cold therapy, cold therapy and ace wrap placed after surgery. On first follow up visit dressing and cryo cuff was removed and cold therapy was discontinued due to 'superficial skin damage'. Patient is reported to have increased pain and ultimately necrosis of the skin of left knee requiring wound care consultation on two occasions. On (B)(6) 2009, patient was referred to plastic surgeon who ultimately performed skin flap surgery to repair defect.